Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with an original label with the batch number of the complaint on the label. The proximal end threads have fractured. The threads along the outer body are compressed and deformed. The internal driver threads are not stripped and no visible defect. The bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an acl reconstruction surgery, it was noticed that when one (1) unit of the screw biosure regenesorb 8mm x 30mm was being inserted, the thread was difficult to engage with the tibial tunnel and soft tissue graft, excessive effort was necessary to get the screw turning. Once it was inserted, the driver was unable to be disengaged, and the entire screw came out. The insertion site was prepared with a 8mm acl reamer used to prepare tibial acl tunnel. The procedure was resumed, after a non-significant delay, using a similar s+n back-up product. Additional anesthesia was required as consequence of the surgical prolongation.